Event description:
The reporter stated that the surgeon inserted a cc4204bf single piece collamer lens and the lens tore. The lens was removed without enlarging the incision and another lens was inserted. A surture was required to close the wound.

Manufacturer narrative:
H6: results - (other): visual inspection of the returned product showed that one lens haptic is torn with some of the lens optic. Clear surgical residue/debris on the product. Conclusion - (no conclusion can be drawn): based on the complaint history and evaluatoin of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, foam tip plunger and cartridge were not returned for evaluation.